Event description:
Pt developed a rash on the lateral side of his knee and doctor feels that it was due to too much compression. After wearing the brace for 2 days a red spot appeared, than 2 days later, it developed into a blister. The pt was in pain and he went to the doctor. The doctor at that point determined that it was infected and he had developed cellulitis. The pt's wound needed to be lanced and drained to try to remove the infection. This was done as an out-patient and he was never admitted to the hospital. The pt's knee is healing, but still mildly tender, so he is not currently wearing the brace. A new brace is being built and an undersleeve will also be sent.

Manufacturer narrative:
Evaluation summary: custom knee measurements for this pt were provided to produce brace. These measurements were confirmed when the brace was returned. The brace met all specifications. An undersleeve was provided to the pt to prevent rubbing of the skin in the knee area and a new brace was provided.